Event description:
It was reported that the pump stopped working after 3 days. The green light was still flashing but there was no suction. No amber light went on. There was some exudate in the tubing and the dressing was saturated. The next day, the rep heard the pump starting in her bag. Based on the limited information available to smith & nephew at this time, this event is deemed to be a device malfunction pursuant to 21 c.f.r. Part 803.3. Smith and nephew is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. This report does not constitute an admission that the device caused or contributed to the event described in this report.